Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to remove and foot retraction problem were confirmed as the actuator wire was observed to be detached. The reported failure to achieve hemostasis could not be replicated in a testing environment. The reported event and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide referenced in describe event or problem is being filed under a separate manufacturer report number.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 5f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, after placing the suture of the second proglide device the lever would not close and the proglide device could not be removed from the patient. Several attempts were made to close the lever. The device was rotated a quarter turn and removed from the patient. The sheath was upsized to 18f and the tavi procedure was completed. The successfully pre-placed sutures of the two proglide devices were tightened, but hemostasis was not achieved. A non-abbott stent graft was placed to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.